Event description:
It was reported that this pacemaker exhibited increased pacing threshold measurements. Device data was review by technical services (ts). Data review determined this pacemaker exhibited atrial undersensing resulting in inappropriate pacing to be delivered and pacemaker mediated tachycardia (pmt) episodes stored. Ts then provided further troubleshooting options to be considered. This device remains in service. No adverse patient effects were reported.